Event description:
It was reported that several cartridge alarms occurred during the load sequence. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer reverted to an alternate method of insulin therapy.there was no adverse impact to the customer¿s blood glucose level.